Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that no air coming through the infusion line on attempting fluid air exchange while removing heavy liquid from eye during vitrectomy surgery. The machine gave the correct (air on) audio prompt, but no air came through. Simultaneously, aspiration was also working on the extrusion line which resulted in loss of intraocular pressure in eye. Even after switching back to fluid which worked normally, it did not resolve the issue. The surgery was completed the same day by manually performing an air exchange, using an air-filled syringe attached to the three-way tap. The process involved injecting air and aspirating fluid or heavy liquid with an extrusion line using active back flush. There was no patient impact.